Event description:
Biopsy needle would not fire properly. Physician needed to make several attempts to retrieve the sample and then sample could not be retrieved from the needle. No reported pt injury.

Manufacturer narrative:
Unfortunately, no samples were received for evaluation and therefore, we are unable to determine the exact cause for the reported issue. However, based on similar reported issues a project file has been opened to address functional difficulties with the device. The reported issue can be related to material condition/interaction which may cause friction between the square side and charging arm which can contribute to this type of report. We are continuing to investigate and determine any corrective actions.